Event description:
It was reported that a hardware removal was performed involving a tibial nail and 4 unknown locking screws. The patient had experienced knee pain and pain around the proximal and distal locking screws. The original implant was in (B)(6) 2013. The procedure was completed successfully without delay or patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Brand name: 10mm ti cann tibial nail-ex w/prox bend 375mm-sterile. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.